Event description:
An olympus employee reported error code b31 (scope communication error) occurred with the subject device. The device is a demonstration asset. There was no effect on a patient due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing reproduced error code b31 due to breakage of the video connector board and damage to the imaging unit. In addition, there were scratches on multiple parts of the device, the adhesive on the bending section is missing, and the angulation lock was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.